Event description:
The device was used during a lung resection procedure. Reportedly, the staples did not form properly. Upon removal of the staples, the surgeon tore the tissue and bleeding occurred. The surgeon manually sutured the tissue to complete the procedure. The hospital has reported no patient injury occurred.